Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that the patient who had deep brain stimulation for depression had the left side implantable neurostimulator (ins) replaced on (B)(6) 2013 due to the ins being defective. Further follow-up is being conducted to obtain information about the device, onset, symptoms experienced, troubleshooting, and cause. If additional information is received a supplemental report will be submitted.